Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, upon advancing the insertion tool into the implant area, there appeared to be an arterial bleed. There was pulsatile flow post incision underneath the puncture site. The physician initially applied pressure with hemostats, then removed hemostat and applied manual pressure. The bleeding was controlled. The procedure was completed the patient was fine before, during and post procedure.